Event description:
It was reported that the customer experienced elevated blood glucose levels (320 mg/dl). Customer changed the infusion set, site, and cartridge to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.